Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The heater door was ordered for replacement to resolve the issue. A: no report of patient involvement. Legal manufacturer: gehc trout - 3114 n grandview blvd, USA waukesha, wi 53188.

Event description:
It was reported that the left side heater door was broken. There was no patient involvement.